Event description:
It was reported that during a rotator cuff repair, the surgeon had loaded 2 suture strands through the peek eyelet and the eyelet broke (split). The anchor was removed but the eyelet was left in the bone. No further pt info is available and no additional adverse consequences have been reported from this event. This is the second of two reports submitted for this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complainant's event could not be verified. Device history record revealed nothing relevant to this event. The cause of the event could not be determined from the info available and without device eval.